Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode, there was body tissue/fibrotic growth in the distal electrode, the helix was distorted and bent, and there was apparent explant damage. Concomitant products 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that high thresholds were observed on the right atrial (ra) lead during clinic follow up, and on x-ray the lead was determined to be dislodged. The lead was attempted to be repositioned, then was explanted and replaced. No patient complications have been reported as a result of this event.